Event description:
On (B)(6) 2022, I went in for a scheduled deviated septum repair with cryotherapy by dr. (B)(6). On (B)(6) 2022, I developed severe epistaxis from the left nostril requiring an ER visit to have rhino rockets placed. The following day, I had to re-enter the operating room for dr. (B)(6) to stop the nose bleed. He believed the issue to have stemmed from the cryotherapy technology/medication. I had normal healing for several weeks, then on (B)(6) 2022, I developed another significant nose bleed, but on the right nostril at this time. I again had to return to the ER and received rhino rockets to control the bleeding. And on (B)(6) 2022, had to have another surgery to manage the massive nosebleed. Dr. (B)(6) again thought the bleeding was caused directly due to the cryotherapy technology/medication since both bleeds occurred on the sphenopalatine artery bilaterally. FDA safety report ID # (B)(4).